Manufacturer narrative:
Received 1 used drainage bag with the catheter still attached. The reported event was confirmed as manufacturer related. Per visual inspection, a burr was noted at the tip and funnel of the catheter. Per the dimensional evaluation, the flash on the molded funnel was measured and results are as follows: 0.02980¿ and 0.02742¿ (per (B)(4) the flash on molded funnel must not exceed 1/32 inches (0.03125¿)). The flash on the molded funnel was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter had excess silicone on the catheter tip and base.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had excess silicone on the catheter tip and base.